Event description:
The user facility reported that during a polypectomy, the polyloop failed to close after it was placed at the base of the stalk. The user also reported that they were utilizing a non-olympus colonoscope (model/serial number unk) at the time the polyloop was in use. The nurse manager reported that they did not suspect the device to have malfunctioned, but indicated it was most likely due to user error, as the user infrequently performed this procedure. The device was said to have been discarded after the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as it was discarded following the procedure. The users reported that the phenomenon was likely due to user error. Add'l info regarding this report has been requested from the facility. If add'l info is received, this report will be updated. This report is being filed as an MDR in an abundance of caution.